Event description:
It was reported that an ¿unable to proceed¿ alert occurred during a supply change, with an insulin set expiration alert persisting until a full supply change was completed, after which delivery resumed; the event aligned with a device problem consistent with a complete blockage involving the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during the process and a device issue consistent with complete blockage associated with the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.